Event description:
Reporter alleged the customer obtained the results of lo (less than 10 mg/dl) and 165 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Manufacturer's local lab observed the lancet protrudes beyond the end cap of the fastclix device. Replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).